Event description:
It was reported that there was an issue with the copilot device and as the physician attempted to inject contrast, and air was injected in the pt's coronary artery. No pt injury was reported. No add'l info was available. Add'l info received from uf report: left heart cath (lhc) being performed; at the end of case, with just the catheter in place (wires had been removed), the md went to inject contrast, the co-pilot device failed causing air to be introduced into catheter and injected into rca. Equip removed, pt tolerated procedure without adverse event. Note: md disconnected co-pilot and injected manually without any problem.

Manufacturer narrative:
(B)(4). Add'l info received from uf report: (B)(6). Guidant corp. Equipments used on case: cordis 6fv hem sheath. Guidant 190cm pilot 50 wire. Cordis 6fr 3drc. Cypher 3 x 18 rx stent. Guidant voyager 3x 8mm rx balloon.